Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #3006705815-2017-00419. Two leads were opened in preparation for the implant. It was reported the doctor started the trial procedure. The needle was approximately halfway inserted when the patient began to cough. Note the patient was not under general anesthesia. The doctor decided to abandon the procedure.